Event description:
It was reported that the customer had a blockage on two of the infusion sets and it would not deliver insulin. Customer received a no delivery alarm. Customer stated that now that she thinks about it, she does not recall any alarm. Customer stated that she took the reservoir out and put the plunger back on. Customer could not get any insulin to come through. Customer tried two different sets. Customer stated that she has two infusion sets and one reservoir to send back. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.